Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized due to high blood glucose levels, with a reading of 630 mg/dl. The customer stated that the cannula was bent, and the insulin pump did not give any alarms. The customer was unable to troubleshoot at the time of the call. Nothing further was reported.